Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient was not able to adjust stimulation and the patient programmer displayed a ¿call you doctor¿ icon and power on reset (por) condition. It was noted the patient started to feel pain in their legs and they went to increase stimulation, but got the por message it was further noted the patient last recharged a couple of days ago and they usually recharge every couple of days depending on how much they use stimulation. It was noted the patient¿s recharger also showed the por message. The reporter stated they pressed the start charge button and the recharger indicated the implantable neurostimulator (ins) was 75% full. It was noted the patient then went to turn stimulation on and the por message came back. It was further noted the patient was able to clear the por with the programmer and make adjustments to their stimulation. Additional information received reported the patient believed their ins was malfunctioning. The reporter stated they had 4 programs, 2 for their back and one for each leg, but they could not get stimulation down their left leg no matter what setting. It was noted the patient had really bad pain in their ankle. It was further noted the por had not come back, but their symptoms had started since the por message. The reporter stated they noticed more and more that no matter what setting, stimulation was going down their right leg so they have a ¿super surge of power¿ on their right leg from the waist down. It was noted the patient did not know if something was shifted or if something was wrong with their leads. It was further noted the patient had pain in their left leg and electronic pulses down their right. Additional information has been requested, a follow up report will be sent if additional information is received.